Manufacturer narrative:
Investigation conclusion: retention product and returned products were tested with quality control cut-off standard (25 miu/ml), high positive standard (10 iu/ml), and high hcg clinical urine samples (215.2, 212.6 iu/ml). All devices produced expected positive results at read time. No false negative results were obtained. Review of manufacturing batch records did not uncover any abnormalities and quality control data met specifications. A root cause could not be determined as retention and return products performed as expected. Case details indicate the dipstick was swirled around in the sample and results were read at 5 minutes. Per the package insert, the test strip should be immersed vertically in the urine specimen for at least 5 seconds and results should be read at 3-4 minutes. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient's mother brought to the patient to the facility due to irregular periods. The patient believed her last menstrual period to be "a couple months ago" but does not keep track of menstrual cycles. A non-first morning urine sample was collected and a henry schein hcg dipstick produced a negative hcg result at a read time of 5 minutes. Per the customer, the dipstick was not in the sample for 5 seconds but was "a quick in and out." The mother of the patient was insistent that the patient was pregnant and quantitative laboratory testing was suggested by the physician. The patient went to the hospital for confirmatory testing after leaving the facility and blood work was conducted. On (B)(6) 2018, the hospital received the hcg quantitative result of 50,360 miu/ml. Troubleshooting was conducted with the customer. The customer was advised to immerse the test strip vertically in the urine specimen for at least 5 seconds. The customer was also advised to read the result at 3-4 minutes and not to interpret results after the read time. Very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first-morning urine specimen should be collected 48 hours later and tested.